Event description:
The hcp reported the patient had seizures. No other symptoms reported. The patient was referred to neurology for evaluation of the seizures. No patient treatment or device troubleshooting was done. The patient is reported to have recovered without sequela.